Event description:
It was reported that this tachy lead was attempted but unsuccessful implant due to product performance issue. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this tachy lead was attempted but unsuccessful implant due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported. Additional information was obtained which indicated that the lead was attempted for upgrade. Furthermore, high pacing thresholds were recorded. No adverse patient effects were reported.